Manufacturer narrative:
E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field. Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon fractured upon removal. A 4.0mmx30mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during the procedure, it was noted that the balloon fractured upon removal outside of the patient. The balloon had been deflated.